Event description:
An o.r. Manager reported a pt with an unexpected outcome following intraocular lens (iol) implant surgery. The pt was unhappy with her vision. The iol was exchanged for the same model, different power iol. In a follow-up, the surgeon feels the event is not due to the iol, rather the iol was noted to be "vaulted posteriorly due to a small capsulorhexis which prevented the haptics from expanding". After the exchange, the pt is doing well and "very happy" with a va of 20/25.

Manufacturer narrative:
The product was returned for evaluation and was verified to have signs of handling. The optic was torn or split in the central optic zone from the anterior surface through the lens material and to the posterior lens surface. An optical inspection could not be conducted due to lens damage. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. Additional info was requested on 06/19/2009, 06/24/2009, and 07/06/2009 by phone, fax, and mail. Additional info was received by phone. A completed questionnaire has not been received.